Manufacturer narrative:
The system was examined and the company representative replicated the touchscreen issue. However, they did not indicate any problem with the system parameters. The host was replaced to address the touchscreen issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 16, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿parameter issues¿ cannot be determined conclusively. The root cause of the reported ¿display issues¿ can be attributed to the host. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the unit switched from fluid/air exchange to infusion mode and the touchscreen scrambled and had no functionality. Additional information has been requested.